Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles had product damage issue and plunger difficult to move. The following information was provided by the initial reporter : the customer reported that the stopper was deformed and it was difficult to move the plunger rod.

Manufacturer narrative:
Initial reporter zip code : (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for (stopper damaged and plunger difficult to move) on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (1) loose 0.3ml bd insulin syringe. The customer reported that the stopper was deformed and it was difficult to move the plunger rod. The returned syringe was examined and it was observed that the rubber stopper was deformed. Manufacturing (holdrege) will be notified of the observed issue. Photos - 08nov2021, holdrege received a photo complaint from material #326631 and lot #1061291; initial evaluation: examination of the photo indicates that the stopper leading edge was angled to one side in the barrel and not straight across. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger and stopper assembly dial, syringe assembly dial and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 1061291 was reviewed for the syringes assembled from 07apr2021 to 09apr021. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection (without aid) every hour: missing components. Visual inspection every hour: plunger fully secured to stopper. If a defect is found during an inspection a quality notification is initiated. No quality notifications were written for issues relating to the assembled syringe defect. Root cause: l2l dispatch #119632 was created for stopper issues. The stopper feeder and rail would not shut off when the stopper rail was full forcing the stoppers to go in at an angle at the auto assembly dial. Corrective action: adjusted the stopper rail , stopper dead block and all air jets found on the stopper rail. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.